Event description:
Registered nurse (rn) placed foley in patient at the emergency department. When attempting to inflate balloon with saline-filled syringe, the balloon hub broke apart. The foley was removed and a new foley was placed in the patient.

Event description:
Registered nurse (rn) placed foley in patient at the emergency department. When attempting to inflate balloon with saline-filled syringe, the balloon hub broke apart. The foley was removed and a new foley was placed in the patient.